Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted, during which the surgeon noted ¿several areas of adherence and adhesions, which were taken down. The take down of adhesions required meticulous dissection in places, gently peeling and sharply dissecting the small bowel off from the prior mesh. At two points, mesh was left adherent to the bowel rather than risk enterotomy''. It was reported that the patient experienced severe pain, bowel obstruction, recurrences, nausea, vomiting, chills, inflammation, adhesions, scarring, disfigurement, loss of appetite, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2007 and (B)(6) 2011 which are captured in separate files. No additional information is provided.